Manufacturer narrative:
The ge service rep inspected the battery packs and found powder and liquid on batteries and in tray. He replaced the batteries and checked operation. System is operating as intended.

Event description:
The customer reported a low ma error code displayed on the afternoon cases following large patients.